Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump unexpectedly shut off. Customer's blood glucose was 272 mg/dl. Customer reverted to using an alternate method of insulin therapy.

Manufacturer narrative:
On (B)(6) 2022, the distributor reported the additional information: the pump history was reviewed, and the pump was found to have announced the low power alerts and alarms as intended. Troubleshooting was performed and pump was found to functioning as expected.